Manufacturer narrative:
Product complaint #: (B)(4). Patent identifier: (B)(6). Additional product code: hwc complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of infected pin self drill schanz screw hydroxyapatite (ha) coating. The pin was removed. The patient was okay. This complaint involves one (1) device. This report is for (1) 5.0 self-drill schz scr 200/ha coating-s. This report is 1 of 1 for (B)(4).